Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with backup vvi via merlin.net transmission. Later, the patient was presented in clinic for further troubleshooting. A device download was performed successfully. Backup vv status was received.